Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney has not provided medical records to date. Based on the size description of the device as well as the legal claim provided this device has been identified as a composix kugel mesh. Without a lot number a review of the manufacturing records could not be conducted. It is alleged the patient experienced pain, hernia recurrence, additional surgery and explant. Hernia recurrence is listed as a known adverse event in the instructions-for-use. With the currently available information, no definitive conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The subject product is part of the composix kugel recall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2003-- patient had a recurrent ventral hernia repair with what the surgeon described in his operative note as "an 18 x 14 composix mesh" (ck). Approximately 18 months later, the hernia recurred again and the patient underwent an additional repair, as well as removal of what the surgeon described as "wadded up composite mesh." After removal a 22 x 27cm kugel (ck) patch was implanted to repair the recurrent defect. On (B)(6) 2016 - the patient underwent a routine colonoscopy. During this procedure, it is alleged the surgeon observed mesh protruding into the lumen of the colon, and what appeared to be a foreign body in the distal descending colon. Findings were indicative of both an enterocutaneous fistula and colocutaneous fistula, and a repair was scheduled. On (B)(6) 2016 - the patient underwent an exploratory laparotomy to repair the fistulae. The surgeon also found several fractured mesh struts present within the abdominal cavity, and a small residual abscess. The patient underwent an en bloc (complete) removal of the intra abdominal mesh and segmental removal of both small bowel and sigmoid colon. Additionally, a percutaneous drain was placed above the bladder to treat the abscess. The attorney alleges the patient experienced recurrence, mesh deformation, additional surgery and explant.

Event description:
As reported on (B)(6) 2017: the following was reported to davol by the patient's attorney: (B)(6) 2003-- patient had a recurrent ventral hernia repair with what the surgeon described in his operative note as "an 18 x 14 composix mesh" (ck). Approximately 18 months later, the hernia recurred again and the patient underwent an additional repair, as well as removal of what the surgeon described as "wadded up composite mesh." After removal a 22 x 27cm kugel (ck) patch was implanted to repair the recurrent defect. (B)(6) 2016 - the patient underwent a routine colonoscopy. During this procedure, it is alleged the surgeon observed mesh protruding into the lumen of the colon, and what appeared to be a foreign body in the distal descending colon. Findings were indicative of both an enterocutaneous fistula and colocutaneous fistula, and a repair was scheduled. (B)(6) 2016 - the patient underwent an exploratory laparotomy to repair the fistulae. The surgeon also found several fractured mesh struts present within the abdominal cavity, and a small residual abscess. The patient underwent an en bloc (complete) removal of the intra abdominal mesh and segmental removal of both small bowel and sigmoid colon. Additionally, a percutaneous drain was placed above the bladder to treat the abscess. The attorney alleges the patient experienced recurrence, mesh deformation, additional surgery and explant. Addendum per legal complaint: (B)(6) 2016: the patient underwent a CT scan that revealed abnormal appearance of the composix kugel with fluid collection and adjacent inflammatory changes and associated air. A potential ¿breakdown of the mesh,¿ acute inflammatory process, and fistula were noted.

Manufacturer narrative:
Addendum based on additional information provided by patients attorney: at this time no conclusions can be made. It is unknown to what extent the bard/davol composix kugel device may have caused or contributed to the events. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent due to additional information received from medical records provided to davol by the patient's attorney. Medical records provided indicate the patient experienced pain,recurrence and explant. Hernia recurrence is listed as a known possible adverse reactions in the instructions-for-use. It was also reported that the mesh material was deformed "wadded up". Without having a sample returned for evaluation the allegation of wadded up mesh can not be confirmed at this time. With the currently available information, no definitive conclusion can be drawn as to the extent which the device may have caused or contributed to the symptoms experienced post implant. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2003-- patient had a recurrent ventral hernia repair with what the surgeon described in his operative note as "an 18 x 14 composix mesh"(B)(6). On (B)(6) 2005 - patient was diagnosed with a recurrent incisional hernia. The patient underwent hernia repair, as well as removal of what the surgeon described as "wadded up composite mesh." After removal a 22 x 27cm composix kugel patch was implanted to repair the recurrent defect. On (B)(6) 2016 - the patient underwent a routine colonoscopy. During this procedure, the surgeon observed mesh protruding into the lumen of the colon, and what appeared to be a foreign body in the distal descending colon. Findings were indicative of both an enterocutaneous fistula and colocutaneous fistula, and a repair was scheduled. On (B)(6) 2016 - the patient was diagnosed with an associated mesh infection with fistulas involving the small bowel and colon and underwent an exploratory laparotomy with lysis of adhesions, small bowel and colon resection, colostomy formation, removal of the second composix kugel mesh implanted in (B)(6) 2005 followed by a primary closure of the abdominal incision. Per the operative details "a subfascial mesh was densely adherent to the posterior sheath. There were the previously noted small bowel and sigmoid colon fistulae with mesh erosion into the lumed of the bowel. There were several fractured mesh struts present within the abdominal cavity." Operative details also indicated "we split the mesh in half as we entered the abdominal cavity. We then took down the intra-abd adhesions to the undersurface of the mesh circumferentially until we encountered on the right side the adherent loop of small bowel with associated fistula and then on the left lower side the adherent loop of sigmoid colon with associated fistula."